Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose was 95 mg/dl.